Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2008 due to pelvic organ prolapse- bladder. It was also reported that following insertion the patient experienced pain, urinary problems, recurrence, bleeding, dyspareunia, and vaginal scarring. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapsed on (B)(6) 2008 and mesh and (bs) advantage were implanted. It was also reported that she experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to FDA: 01/18/2017.